Event description:
Facility reported patient presented with increased intraocular pressure. No information was provided about the procedure. No patient identifiers were provided. No outcome was provided for the affected patient. Additional information was requested on 06/30/2008 and 07/14/2008 by phone and e-mail. Additional information has not been received and the questionnaire has not been returned.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for this lot number.